Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer and o2 cell test failed during pre-use check. Our field service engineer has investigated the reported ventilator on site. The pressure transducer printed circuit board (pcb), o2 cell were replaced to resolve the issue. However, despite several reminders we didn't receive the replaced parts for further investigation neither device logs were provided. Therefore, no root cause can be established. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. The o2 cell is used for monitoring only and does not affect ventilation.

Event description:
Manufacturer's ref. #: (B)(4).